Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 565 mg/dl at time of incident, give a bolus and active insulin was 6.1 units and blood glucose level went to 52 mg/dl, then it was 503 mg/dl, 460 mg/dl, 65 mg/dl, 395 mg/dl, 171 mg/dl, 22 mg/dl and took two or three tablets of glucose. The customer¿s husband stated that they continue to monitor the blood glucose value and call back if there were any issues with the insulin pump. The device will not be returned for analysis.